Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had pain around the implant site area. Impedances were checked, all electrodes were in a good range, and the patient felt stimulation in the correct area. The nurse palpated the ins pocket, and the ins seemed to be a little superficial; the header could be felt. It was mentioned that the patient fell going into the store following their second-stage procedure in april, and says their pain around the implant site area has been going on for about 2 months. The patient was scheduled to have an x-ray and has a follow-up appointment. It was noted that the patient's symptoms are doing well. Impedances were checked again and the patient was feeling stimulation in the correct areas. It was noted that the device may have moved. The patient had their follow-up appointment and the x-rays looked normal. The patient's symptoms have improved, and the physician prescribed the patient some muscle relaxers and will set a revisit appointment for 3 months out. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator had pain around the implant site area. Impedances were checked, all electrodes were in a good range, and the patient felt stimulation in the correct area. The nurse palpated the ins pocket, and the ins seemed to be a little superficial; the header could be felt. It was mentioned that the patient fell going into the store following their second-stage procedure in april, and says their pain around the implant site area has been going on for about 2 months. The patient was scheduled to have an x-ray and has a follow-up appointment. It was noted that the patient's symptoms are doing well. Impedances were checked again and the patient was feeling stimulation in the correct areas. It was noted that the device may have moved. The patient had their follow-up appointment and the x-rays looked normal. The patient's symptoms have improved, and the physician prescribed the patient some muscle relaxers and will set a revisit appointment for 3 months out. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "implant pain" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.